Manufacturer narrative:
Corrosion was found throughout the device. Corrosion can corrupt the current running through the motor and give the console false signals, causing a run on condition.

Event description:
The micro sagittal saw was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.